Event description:
According to the event description: flow too slow; prescription bag 299,5 ml (initial bag 250ml); prescrption scheduled to pass in 1h30.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint:(B)(4). Information to the sample: model: infusomat space article number: 8713050. Serial number/batch:(B)(6). Software version: h030002. Hours of operation: 52998 h. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The history files from (B)(6) 2024(specified date of the incident, given from the costumer) was investigated. At (B)(6)2024 11:16 am a space line was inserted. In the same minute the vtbi was set to 299,59 ml and the time to 01:30 hh:mm. That produced a rate of 199,60 ml/h. The infusion was started at 11:17 am. At 12:44 pm the hint "vtbi near end" was displayed. A 12:45 pm the costumer stopped the infusion. Up to that time the device has delivered a volume of 293,37ml. No anomalies could be detected inside the history files. At 12:45 the therapy data were reset (it cannot be determined if the bag was exchanged). An infusion was started with the same settings. At 13:40 pm the infusion was stopped, and the line was taken out. Up to that time the device has delivered a volume of 180,52 ml. The set values passes the delivered volume (act. Volume infused). No anomalies could be detected inside the history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (33.03.241) on the lower housing were intact and undamaged. It could be detected that the bottom inner frame is damaged. The operating unit sits askew on the device. Furthermore, the device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,25%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. The bottom inner frame is heavily bent. Furthermore, the lower housing part is broken. Some liquid residues could be detected inside the device (no parts damaged by liquid). In addition, no more damage parts or soiling could be found. Judgment: the complaint could not be confirmed. During the inspection, the infusomat space operates within our specification. During the inspection a defect bottom inner frame could be detected. That damage is due to an impact. The damaged part could be produced a flowrate deviation by the costumer, but it could not be reproduced during the inspection in the service department.